Event description:
It was reported that the patient experienced loss of therapeutic effect. Her device had only worked for 2.5 years of the 5 years she has had it. The device had been off for some time and she was "ok" with that; but now it was starting to bother her on the right side near her back. The patient stated it was "very" painful. It was also noted that the patient had spinal stenosis. The patient also reported that she wanted the device out and was upset that she couldn't get a magnetic resonance image (MRI). The doctor tried creams and pain medication to help with the pain which was related to the spinal stenosis. Approximately 1 month later, the patient stated she still had concerns with her device or therapy but had not sought further help. She also stated she still felt some pain in the area and had to "take care" of the appointment with the gastroenterologist. She again indicated that the device did not help and she wanted it removed. The patient outcome was unknown at the time of this report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID: 37743, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Additional information was received. It was reported that the cause of the event was unknown and the patient had not contacted the physician about the event. The patient had not been seen in the office since (B)(6) 2011. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.